Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e116 is an error code that is displayed when a charge coupled device unit malfunction is detected. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e116 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. A full technical evaluation was completed in accordance with the manufacturer¿s specification and the results did not reveal any defects. The subject device is functioning as intended. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information has been received from the initial reporter, confirming the event date as (B)(6)2023. Reportedly, this failure occurred during a procedure. The customer confirmed that following a device restart, the procedure was continued.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3, b5, d10, & h10. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that his olympus loaner visera 4k uhd camera control unit began to display an e116 error code during user. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.